Event description:
It was reported to the service and repair department that the hand piece for battery powered driver was inoperable. This complaint was not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device originally received on 5/8/2013. The device was received non-working. The device was received at service and repair who conducted a visual evaluation and determined the device was repaired and shipped back to customer on 5/21/2013. There are no known ncrs associated with this item.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4): the item was received inoperable. A service history of the past three years has been reviewed. The item was previously returned for service on 13-jul-2012 and 14-sep-2012 and 15-feb-2013 and 17-apr-2013 due to motor failure. The customer called in a service request for this item on 29-apr-2013 for inoperable device. The previous service conditions of motor failure are relevant to the current complained issue. (B)(4)

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.